Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the sheath showed a kink/twist on the shaft located two inches from the tip. Functional testing showed that the sheath deflection was out of plane. A dissection did not show any breakage of the pull wire. In conclusion, the reported steerability issue has been confirmed through testing. The sheath failed the returned product inspection due to a kink/twist on the shaft leading to the out of plane deflection. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a steerability problem with the sheath and was unable to bend as expected. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. It was further reported that the device was returned to the manufacturer, analyzed, and tested out of specification.